Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a replace battery now alarm on the insulin pump. They had already spoken to a representative before and was sent a replacement battery cap. The customer also received a power error alarm. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. It was the second occurrence of replace battery now alarm without a low battery warning. The customer¿s blood glucose level was 74 mg/dl. They declined troubleshooting for the power error alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. No unexpected power loss alarms were noted during testing. The device was received with minor scratched lcd window, cracked retainer and scratched case.